Manufacturer narrative:
Result of investigation: based on the investigation and per sample received, we determined that after sample was visually inspected by quality personnel according to pqas 5161e etal and no defects were found. Also sample received was functionally inspected by quality personnel according to pqas r5060ebma etal, the following test were performed: leak test. Dilatation test. Concentricity test. Cycle test. On all the test performed, sample resulted acceptable, no defect was found. For that reason, the reported defect and root cause were not confirmed. Pfmea-62a-006 was reviewed but since no defect was found, we could not associate it with an existing failure mode. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the anesthesiologist was unable to give positive pressure ventilation with the anesthesia machine while vital signs¿ pediatric anesthesia breathing circuit was in use. The patient was suctioned, re-intubated, and was continued to be ventilated by bag valve mask. The customer confirmed that no harm was done to the patient because the anesthesiologist was quick to give medical intervention.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.